Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were having issues while charging their implant; caller reported an unknown call medtronic message and reported that they were not able to charge their ins past 80-90% when a message would appear (possibly recharging needs attention). Caller reported they would remove and re-insert their battery pack and that would resolve the issue temporarily. Agent walked caller through controller reset with ac power supply and confirmed green solid light with controller 100% and ins 90%. Caller confirmed no visible damage to the recharger. Caller then connected the recharger and confirmed charging excellent. The troubleshooting steps that were taken on the call resolved the issue. Caller mentioned prior recharger replacement. Caller also mentioned their ins battery is only lasting a day before they had to recharge. Agent reviewed information and advised they follow-up with manufacturer representative (rep)  if they wanted to extend time between charges (agent understood charge wasn't lasting as long as it used to because they weren't able to fully charge the ins anymore). Caller mentioned they had an appointment tomorrow at healthcare provider office with rep present.

Event description:
Additional information was received from the patient. Patient reported they are still having charging issues. Patient noted it will charge 100% but not staying on charge. Patient noted they have to adjust donut to start charging again. Patient reported with instructions from rep, they rebooted the controller. It charged 100% after that, but now it won't stay on charge. Patient reported the issue has not been resolved, they adjust the donut or take out the battery to reboot.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.